Event description:
The customer reported that the "network connector comes out of the module." Further information was provided that the "ac connector of the source has been broken." The event occurred during clinical use, but there was reportedly no patient harm.